Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of hubt1756 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that upon opening the kit it was noted that the dilator was frayed. The kit was not used on the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged dilator tip was confirmed and the cause appeared to be use related. It was reported that the dilator was found to be deformed upon opening the kit; however, blood residue was observed throughout the returned 4.5fr introducer. A slight bend was observed in the vessel dilator that coincided with the distal end of the sheath. Deformation, which is consistent with wear against a guidewire, was observed at the distal tip of the dilator. Due to evidence of use and deformation that is consistent with wear against a guidewire, it was determined that the dilator was damaged during use. A lot history review (lhr) of hubt1756 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales rep, the facility reported that upon opening the kit it was noted that the dilator was frayed. The kit was not used on the patient.